Manufacturer narrative:
Integra completed its internal investigation 11/11/2016. The investigation included: method: -trend analysis. Results: DHR review was not possible as no lot number was provided. However, review of product's ncr, CAPA, and scar history from october 2014 - october 2016. No related ncr, CAPA, or scar was found to have been opened during the period of october 2014 to october 2016. Review of integra's complaint system from october 2014 to october 2016 show there are two (2) complaints (including this one) related to ¿csf leakage due to transducer disconnection¿ for the for external drainage (monitor) product family. (B)(4). Conclusion: additional information received stated, ¿the transducer fell off during transfer of patient from bed to chair.¿ the transducer may be attached at any of two locations, as per IFU: a pressure transducer may be attached proximate to the patient at the patient line stopcock or at the manifold stopcock for rigid mounting with the pole mounted bracket assembly¿. The complaint does not explain to which one of the stopcocks was the transducer connected or for how long (prior disconnection), it doesn¿t say if the stopcock¿s was defective or broken, or if the transducer¿s connector was examined for defects. A possible cause may be that the luer lock was not properly tightened. The IFU makes the following statements: ¿preparation¿ the system should be prepared under sterile conditions prior to the placement of the ventricular or lumbar catheter. Ensure that all components are securely attached as illustrated in IFU. The system should be filled with sterile normal saline prior to connecting to the patient. Injection sites and end caps may be temporarily loosened to allow air to escape. Check to ensure that all connections are secure and leak-free.¿ ¿system calibration¿ initial system calibration should be completed prior to connecting to the patient. Instructions from the transducer manufacturer should be followed for transducer calibration.¿ ¿precautions all luer connections must be checked during the preparation of the system and prior to connecting to the patient. Ensure that all connections are secure and leak-free.¿ there are different situations that could have provoked the disconnection of the transducer, but since connections should have been verified prior to connecting to the patient and disconnection did not occur during transducer calibration process, it is most probable that the transducer¿s luer lock nut was not completely tightened and was pulled while transferring the patient from bed to chair.

Event description:
On (B)(6) 2016 the sp0090 special evd device was in use on a patient when the transducer fell off of the ventriculostomy site during transfer of the patient from bed to chair. The transducer was not bumped, banged, or mishandled. Cerebrospinal fluid (csf) leaked from the patient and onto the floor. There was no patient injury or death alleged. It was unknown if a revision/medical intervention was required. Additional information was requested.

Manufacturer narrative:
Medwatch with (B)(4) was received on 18jan2017 with the following: on (B)(6) 2016, transducer that connects to ventriculostomy became disconnected and cerebrospinal fluid (csf) leaked from the drain and onto the floor. The (B)(6) female patient had just been returned from a procedure and the ventriculostomy was being transferred to the pole, when the transducer fell off. The device was not bumped or banged. Product ID: sp0090; lot number: 1162632. Integra has completed their internal investigation on 08feb2017. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: one monitor unit was received with a transducer of an unknown manufacturer. The unit was visually inspected and was found to be in good condition. The manifold stopcock was verified and it was found in good condition. No defects were detected during the product inspection. The transducer was also verified. No cracks were noticed on the luer nut and threads seemed in good condition. The transducer was attached to the stopcock. A good hold was obtained between the two (2) components. The components were pulled outward, up and down, and sideways. The connection was tight and did not break apart; nonetheless, it was evidenced that if the transducer body is rotated along its axis, the luer nut also turns with it and loses its hold/grip. No defect was noticed on the stopcock of the monitor device and a strong hold was obtained between the two components (monitor/transducer). Upon receipt of unit, the lot number was found on the device¿s label. The lot number was 1161819. Device history record (DHR) of lot number 1161819 was reviewed. Manufacturing date: may 06, 2016 ; expiration date: april 30, 2018. The manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. After verifying that the lot met all established requirements, this lot was released on may 24, 2016. The stopcock to which the transducer is connected was part number 2058-001 / lot 3160481. Release records were evaluated and no deviations were noted. The lot is released based on manufacturer certification of compliance. Stopcocks are what is known as an off the shelf component (not specially designed for integra). Nothing unusual was noticed in the DHR review that could have caused the reported event. Device history record (DHR) of lot number 1162632 catalog sp0090 was reviewed. Lot number: 1162632, catalog number: sp0090, (B)(4), manufacturing date: july 08, 2016, expiration date: june 30, 2018. The manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. After verifying that the lot met all established requirements, this lot was released on july 21, 2016. The stopcock to which the transducer is connected was part number 2058-001 / lot 3160481. Release records were evaluated and no deviations were noted. The lot is released based on manufacturer certification of compliance. Stopcocks are what is known as an off the shelf component (not specially designed for integra). Stopcock lot 3160481 is the same one used in all three (3) lot numbers (1162632, 1161819, 1162268) evaluated from (B)(6). This is not uncommon since the three (3) lots were manufactured in 2016 and up to this date (B)(4) have been release to the market using the same stopcock lot number. The evaluation shows that there are no complaints reported outside the ones from uom, which could point to a compatibility issue with the transducer being used (not manufactured by integra). Nothing unusual was noticed in the DHR review that could have caused the reported event. Upon review of integra's complaint system from october 2014 to october 2016, there are two (2) complaints (including this one) related to ¿csf leakage due to transducer disconnection¿ for the for external drainage (monitor) product family. (B)(4). No manufacturing defects or unusual events were detected from lot document review or returned sample evaluation. The following was observed: if both components are tightly fastened, there is a good hold and it is very unlikely that a spontaneous disconnection (without an external cause) will happen. Possible root cause for this event is under-tightening. Loosening of the connection is possible if the transducer is inadvertently rotated on its own axis. This is very probable (especially if under-tightened) since the patient was being moved from bed to chair. No defects were found on the external drainage system, monitor. The condition could not be reproduced, the root cause is undetermined.